Event description:
Customer reported a problem with table movement. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the proximity switch. System operates as intended. This MDR is related to ge healthcare complaint number.